Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified mid right coronary artery that is 50% stenosed. During the procedure the 4.5x15mm trek balloon dilatation catheter ruptured at 20 atmospheres during the first inflation. Resistance was felt with anatomy during removal of the device. An unspecified cutting balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. It was reported by the account that the balloon dilatation catheter (bdc) was overinflated to 20 atmospheres (atms) and the balloon rupture. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely that the IFU deviation and the heavily calcified anatomy resulted in the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.